Event description:
It was reported that the pump became infected soon after replacement surgery. The hcp planned to have the drug administered by the pump analyzed for contamination. It is unknown if the pump was explanted. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.